Event description:
Pt was undergoing an endometrial biopsy. The tip of the metal biopsy instrument broke off within the pt's uterus. The md was not able to remove the tip. Pt scheduled for elective abdominal hysterectomy.